Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was received with all buttons responding properly. No cosmetic damage noted.

Event description:
It was reported that the customer was unable to lower their blood glucose readings. No further information reported.